Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 the surgeon noted a tear on 13.2mm, vticm5_13.2, -13.0/4.5/080 (sphere/cylinder/axis), implantable collamer lens when the cartridge was already in the patients left eye (os). The lens lens was not injected into the eye. He removed the loaded cartridge from the eye and on (B)(6) 2020 a replacement lens was implanted. There was no patient injury. It was reported that the problem was resolved.